Event description:
It was reported to boston scientific that during the esophagogastroduodenoscopy (egd) procedure, the physician noticed the needle on the radial jaw 4 biopsy forceps was bent. The forceps were put down the scope, when the jaws were opened, the physician noticed the needle was bent at 90 degrees; sticking straight out the side of the jaws. The procedure was completed with another same device. Pt is reported to be "fine". The customer is having the scope tested to ensure there was no damage. Additionally, it was reported the package was not damaged.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.